Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. The complete lead was returned. Visual inspection revealed no abnormalities. Testing was completed to assess lead electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. Visual inspection revealed no abnormalities besides typical surgery-related damage which is not considered abnormal. In conclusion, laboratory testing was unable to confirm the reported clinical observations and detailed analysis did not reveal any abnormalities.

Event description:
It was reported that this right ventricular (rv lead was surgically explanted due to exhibiting low sensing (1.7mv) and high pacing thresholds (5v@1ms). The pacing impedance was within normal range at 900 ohms. A new rv lead was successfully implanted. Besides surgical intervention, no adverse patient effects were reported. The device has been returned, and analysis completed.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this right ventricular (rv lead was surgically explanted due to exhibiting low sensing (1.7mv) and high pacing thresholds (5v@1ms). The pacing impedance was within normal range at 900 ohms. A new rv lead was successfully implanted. The explanted lead is expected to be returned for analysis. Besides surgical intervention, no adverse patient effects were reported.